Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the imaging system was not being recognized by the navigation system. The surgeon was not informed that the navigation system was not ready or used yet. It was not possible to acquire images intraoperatively because the navigation system would not communicate with the imaging system. The surgeon spent approximately one hour on the phone with technical services (ts) to try to get the system to work. The navigation system was replaced with another navigation system which contained the imaging system images. The imaging system was unable to push images to the other navigation system. The imaging system and navigation system was removed, and they finished the procedure with a c-arm. There was no reported impact on patient outcome. The issue was resolved with the manufacturer representative (rep) returned the following day. The rep verified that the navigation system connected with the imaging system and electronic picture archiving and communication systems (pacs.) A scan was performed and a navigation accuracy test. The connection issues were resolved.